Manufacturer narrative:
(B)(4). An investigation is in progress for lens tears under iaca # (B)(4). (B)(4).

Event description:
An msi-tr model injector overrode a silicone lens while it was being inserted and broke the haptic. The lens was partially implanted into the eye and was removed with no patient injury.